Manufacturer narrative:
(B)(4). On (B)(4) 2015, it has been reported to arjohuntleigh that the patient fell down from a hill-rom bed 9000 which was being used with a nimbus 3 mattress. The event occurred on (B)(6) 2015, at 7:30 pm. The patient was awaiting to go to the toilet and fell to the ground on his left shoulder. The patient sustained shoulder trauma fracture of the upper end of the humerus without displacement. The shoulder was immobilized. The interviewer stated that safety side panels on both sides were up during the event. Arjohuntleigh field service representative arrived at the facility and examined the mattress. The visual inspection determined the system was in good condition. Afterwards, the mattress and pump were evaluated by the tech with no anomalies recorded. There was non indication relating our system to indicate it might malfunction, and in that way, have contributed to the event. In summary, we could not find any malfunction/nonconformity of the device that might contribute to the event. The device was in up to specification; it appears to have been in use and in that way only might have played a role in the event: arjohuntleigh decided to report this event in abundance of cautions due to the fact our device was in use during the event occurrence.

Event description:
The patient fell down from a hill-rom bed with a nimbus 3 (mattress and pump). The safety sides were in raised position.